Manufacturer narrative:
The ge optima xr200 mobile system as well as the batteries were received back from the field and analyzed by the ge engineering team. Based on the visual analysis of the system, there was no evidence of actual fire/flames. All the cables, connectors, and printed circuit boards (pcb¿s) were in good condition. The only physical damage observed was on the battery pack itself and blackening in the battery compartment. It was therefore concluded this was an electrical arcing event. The probable cause of this event was high voltage tank oil leaking onto the battery casing causing it to crack. Furthermore, the internal pressure build-up due to a long period of charging caused additional cracking allowing more electrolyte to flow resulting in more current with more heat. This resulted in a battery ground short circuit and resulted in arcing and smoke. Although the mobile system¿s external cover was removed at the time of the event, the batteries were completely encased in a metal battery compartment preventing the thermal event from propagating to other subsystems. The site has been corrected by replacing with a new mobile system.

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
On (B)(6) 2018, the technologist at (B)(6) in the united states reported that as their optima xr220 mobile device was charging in the hallway, the device started smoking and a flame plume was seen at the base of the device. The device was unplugged and the breaker was shut off and the fire department was informed. The fire department arrived at the site and removed the side cover from the device but thermal event was no longer present. Hours later, the technologist noticed a second thermal event as smoke was bellowing from the device with the side cover removed. The fire department was called again and they arrived and extinguished the thermal event. The device was then moved outside the hospital and the batteries were removed. There was no injury related to this event.